Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pain pump was replaced due to low battery. The patient was seeking a physician who would be able to fill the pump on a regular basis. It was unknown what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.